Manufacturer narrative:
(B)(4). Method: five rt266 breathing circuits were returned to fisher & paykel healthcare (B)(6) for evaluation, but the complaint component, the swivel, was missing from each device. Our investigation is thus based on the description of events and our knowledge of the product. Results: the customer had stated that the "y-piece broke". Visual inspection of devices from similar complaints has revealed that the cracking described is typically found on one of the swivel wye ports. Conclusion: investigations into this issue have determined that the cracking has most likely occurred due to improperly mixed material in the batch. We have since contacted the supplier and arranged for them to supply the molding material with the two parts already mixed. We anticipate that this will resolve the issue and the project to implement this change has recently been completed and the new pre-mixed material has now been implemented on the production line. All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. Our user instructions that accompany the rt266 state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A healthcare facility in (B)(6) reported that the swivel of an rt266 infant dual-heated evaqua2 breathing circuit "broke while on a patient". It was confirmed that there was no patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint rt266 breathing circuit is currently en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that the swivel of an rt266 infant dual-heated evaqua2 breathing circuit "broke while on a patient". It was confirmed that there was no patient consequence.